Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully implanted. No adverse patient effects were reported.